Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose after a supply change, observed exposed tubing at the infusion site, switched from a cannula-based set to an inset infusion set, completed fill tubing and fill cannula steps, and resumed insulin delivery; later the user reported persistent hyperglycemia with discrepancy between fingerstick and cgm values, replaced the libre 3+ sensor, moved the inset infusion set to the opposite abdomen side, and again resumed delivery, after which fingerstick glucose returned to range. Symptoms included hyperglycemia. Outcomes included no hospitalization, no third-party assistance, and no adverse effects reported. Investigation included customer-care troubleshooting, education on infusion set change and sensor pairing, and confirmation of insulin delivery resumption. Investigation of this case revealed no device alarms, no observed bent cannula or site leakage, and a cause that remained unclear despite set and sensor changes. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.